Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted.

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is I and their oral hygiene is listed as poor. There is no medical or dental history prior to implant placement. The patient presented on (B)(6) 2022 for a primary procedure on tooth #3. The patient returned on (B)(6) 2022, before the second stage of surgery without complaints. Upon examination, the provider noted that the implant failed to integrate, and the device was removed. Based on the dates noted in the questionnaire completed by the provider, medical opinion was sought, and it was determined that because the implant was placed and removed in such a short time span, the implant lacked stability.